Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support again if the issue recurred.